Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain weight but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was diagnosed with an infection at an unknown location. The patient was prescribed antibiotics. Later, the patient underwent surgical intervention on an unknown date wherein the entire system was explanted to address the issue.